Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they couldn't connect to ins. Patient said they turned the stimulation up too high yesterday and they had to go all night long with it "shocking" them and were unable to connect to ins to decrease stimulation. Patient service specialist walked the patient through decreasing the stimulation to a more comfortable level. Patient stated they were concerned something was wrong with their device since it sometimes connects and sometimes doesn't. Patient services redirected patient to healthcare provider (hcp).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they want to adjust therapy settings because it's been at the same setting for so long and it's not working. Pt stated they have lost the knowledge of how to make it work. Agent did not ask about the circumstances that led to the reported issue. Agent reviewed therapy overview. Patient successfully connected with implant on the call and reported therapy was on. Patient increased stimulation and stated they were not feeling stimulation in the bicycle seat area, but reported feeling stimulation in their right leg. Agent reviewed stimulation overview and how to change programs. Pt tried to decrease stimulation before changing programs and stated they got sync icon. Pt pressed sync and successfully changed programs then was able to decrease and increase stimulation. Pt increased stimulation on new program until feeling stimulation comfortably in bicycle seat area. Patient will maintain stimulation level and will continue to track symptoms. Pt provided event date as about 3 months ago. Additional information was received from the patient. They reported that they got up and felt an electric shock through their right leg when pt stood up. Pt stated they felt "currents going through". Pt stated they tried to decrease stimulation but then "it faded out". Pt clarified that the "gadget that I'm holding in my hand didn't stay too long" and it faded away. Pt wanted to decrease st imulation again. Pt stated on the call they were still feeling stimulation a little bit in their right leg because they only decreased stimulation by "one". Walked pt through connecting with their ins to decrease stimulation. Pt decreased stimulation on the call but reported still feeling stimulation a little in their right leg but confirmed it was comfortable. Pt stated they were not feeling stimulation in the bike seat area. Pt stated they did not want to decrease stimulation anymore or they would no longer feel stimulation and if they increase stimulation they will feel shock in their right leg. Redirected pt to healthcare provider to further discuss this issue. Recommended pt decrease stimulation or turn off ins if needed until pt follows up with hcp. Pt stated they will make appointment with their healthcare provider. Additional information was received from the patient. They reported that buttons on the programmer were working intermittently. Replacement sent.

Manufacturer narrative:
Information was missed in previous report-correction sent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the stimulation was turned up, but it was too high and caused pain in the leg. They turned it back down again and are not getting any symptom relief. The caller reports that they are having to go to the bathroom every 30 mins to 1 hour. Helped caller increase to a comfortable level and they will monitor symptoms. (B)(6) 2023 (B)(4) (con): no new information.